Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. The foreign material appeared to be mold. Cleaning of the water container may have failed to be cleaned and sterilized in accordance with the instruction manual. The event can be prevented by following the instructions for use (IFU): instructions for water container maj-901, chapter 5 ¿reprocessing¿ section 5.2 ¿general policy¿ describes in warning to reprocess the water container daily, and that the water container should be emptied, cleaned and disinfected or sterilized at least once per day. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a black dust-like foreign material exiting from the nozzle. The cleaning, disinfection, and sterilization (cds) was performed by the customer. It is unknown if the scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. There was an unspecified abnormality in the accessories used to reprocess the device and the customer reported there was a possibility that the water supply tank was not cleaned and sterilized as instructed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera lll gastrointestinal videoscope had a black dust-like substance came out of the scope nozzle. The issue was found during a diagnostic upper gastrointestinal endoscopy which was completed. There were no reports of patient harm. Related patient identifiers: (B)(6) for past occurrences of the black foreign matter. (B)(6) for the water tank suspected of being involved.